Manufacturer narrative:
Event took place in (B)(6) and has been reported to (B)(6). Neither user nor distributor did inform manufacturer (pajunk). Pajunk became aware of the incident through (B)(6) request for information. Further investigation and evaluation pending. No specific corrective action due to mitigative prevention of hazards is assigned to this report so far.

Event description:
The retaining plate/hub got loosened and fell off while finalizing the procedure (continuous epideral anaesthesia). Needle could be removed carefully. Pt is doing well.